Manufacturer narrative:
Per tandem's user guide: ¿if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.¿

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 118 mg/dl.